Event description:
It was reported that the radiofrequency (rf) head was not properly reading implantable devices. The rf head was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the rf head failed uplink functional testing and was not able to interrogate due to the cable being out of electrical specification. As a result the cable was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).